Event description:
Device was returned for repair only. One of the rivets had come free from the device and was missing. Contact at the hosp stated that no pt injury or surgical malfunction had been reported. No hosp incident report had been filed. They cannot be sure as to when the piece came free or to it's location. Co is taking a conservative approach and filing.